Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video of the sample was provided for evaluation. During visual inspection of both the video and photograph, the condition could not be observed. Due to the nature of the provided sample, no further testing could be performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink buretrol solution sets had air in the line. The event was further described as; the buretrol chamber continued to pull air into the tubing after the buretrol had emptied and while tubing was attached to the patient¿s IV line. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.